Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy as intended when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than 1 hour.

Manufacturer narrative:
The returned device was received not deployed. Download data showed the device ran 45 first prime pulses before deactivation by the user. No timeouts, drive stalls or alarms were generated. No damages or defects were found that would indicate a needle mechanism failure.